Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter fusiform abdominal aortic aneurysm approximately one year ago. Infrarenal angle of 20 degrees. Aortic neck was 22 mm in diameter and 16 mm long. Distal aorta was 25 mm in diameter. Iliac¿s were 10 mm in diameter. Iliacs were mildly tortuous. Right femoral was 8 mm in diameter and the left femoral was 7 mm in diameter. It was reported that the main body was deployed such that suprarenal stents were crossing both renals. Both the left and right limbs were distal to the internal iliac arteries. It was reported that the patient expired, cause of death is unknown. An autopsy was not performed and a death report is not available.

Manufacturer narrative:
Results: death. Unknown cause of event. Conclusion: death. Unknown cause of event.